Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. It was verified that the system fully booted via remote access. Reinstalling the firmware to pendant resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during planned maintenance (pm), the pendant of the imaging system would not progress past "initialization please wait" thought everything loaded normally. There was no patient present at the time of the issue.